Event description:
A customer reported an issue with a cartridge that was not fully snapped into a pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the pump case, inspect for housing damage, and clean the pneumatic tap area using an alcohol wipe or lint-free cloth. After removing an o-ring and verifying the cartridge's condition, the customer successfully reloaded the cartridge from the load menu and resumed insulin therapy.